Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was returned for power error confirmed in the long trace file. Detailed trace analysis confirmed power loss alarm, low batt alarm and then power error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Insulin pump alarmed pump error during self-test, problem isolated to keypad. Insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that power error detected alarm occurred during sleep and this was the first time customer called for the alarm. It was reported that the customer was provided steps on how to resolve issue and was advised to call back if issue persisted. The insulin pump was returned for analysis.